Event description:
It was reported that five days post implant of this right ventricular (rv) lead, the patient presented to the emergency department with complete heart block. Review of the presenting electrogram (egm) noted atrial tachycardia with vp markers and no capture. The patient's intrinsic rhythm was in the 20 to 30 beats per minute (bpm) range. Review of stored device data noted the rv automatic threshold was operating in suspension mode. The rv lead also exhibited high threshold measurements and low amplitude signal measurements. An x-ray was performed and showed the rv lead had dislodged. Surgical intervention was undertaken. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.